Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed that the system no longer boot up. Upon further investigation, fse identified that the power supply was defective as the components in the m-cabinet were not receiving power. Fse replaced the power supply which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stuck at 0:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.